Event description:
It was reported the right ventricular (rv) lead demonstrated t wave oversensing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2007; 4194, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead demonstrated t wave oversensing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.